Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include feeling tired, sick and being in and out of consciousness. The patient removed the pod and applied a new once. Once at the hospital the patient was treated with intravenous fluids and tests were ran. The patient was released from the hospital after a few hours.